Event description:
During a cataract extraction procedure, one piece of particulate was seen coming from this phacoemulsification handpiece. The handpiece was exchanged for another. There were no patient problems.